Event description:
Reporter alleged obtaining a blood glucose value of 416 mg/dl on her compact system and dosed 5 units of rapid insulin based on the result. Reporter stated passing out 30 minutes later and when she awakened, self treated with a soda. Reporter stated readings on the system prior to the alleged incident were 42 mg/dl back to back with a result of 218 mg/dl when testing was performed within ten minutes. Reporter indicated not experiencing any hyperglycemic or hypoglycemic symptoms during the alleged incident or while performing the comparative testing. No other actions taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.